Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen went blank and red light was flashing. The customer¿s blood glucose level was 280 mg/dl, 380 mg/dl. The customer stated that there was a crack on the insulin pump and he went swimming. The customer stated that the battery compartment was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test. The insulin pump was received with case cracked behind the insulin pump near the battery compartment. (B)(4).